Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: unk_jr: unknown stryker triathlon left cr beaded femur; unknown. Unk_jr; unknown strykertriathlon size 3 tritanium baseplate; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving an unknown triathlon 3x13 cs insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: patient is status post revision ltka due to instability. Details of original surgery were not reported and no additional details will be provided by the facility. Cr/cs knee converted to a ts knee.